Event description:
Iop spike [intraocular pressure increased]. This report was rec'd from an ophthalmologist who states that a pt rec'd healon 5 (hyaluronate sodium) in conjunction with a lens implant in 2003. The lens that was implanted was noted to be a "mta-440". They developed an intraocular pressure spike 24 hours post-operation. In 2003 the pt underwent paracentesis performed by the reporting physician, and again in 2003 by a different physician. On each occasion add'l healon 5 was removed from the initial lens implantation performed in 2003. This case is considered serious due to intervention. No further info provided.